Event description:
Boston scientific received information that this right ventricular lead exhibited impedance measurements greater than 2000 ohms and loss of capture. As a result, this lead was explanted. As the patient was not dependent no adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection revealed the rate sense coils were fractured in the area of the suture sleeve tie-down. All three coils showed evidence of fatigue and overload.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.